Event description:
There was a burn to the periphery of the cornea during a cataract extraction procedure. The surgeon pulled a small portion of the sclera over the burn and stitched it in place in an attempt to seal the burn. The doctor had indicated that additional treatment may be required.